Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed do novo lesion in the mid right coronary artery. A trek rx 3.0x15mm balloon dilatation catheter (bdc) was advanced with resistance noted to the lesion. Once the bdc was successfully advanced, pre-dilation was performed; however, the balloon ruptured at 8 atmospheres (atm). The bdc was removed without resistance and replaced with a non-abbott balloon, followed by a 4.0x15mm xience sierra. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.